Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation, a low voltage alert was observed and it was believed that this device was depleting prematurely. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that three low voltage alerts were recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.